Event description:
It was reported that during a wedge resection procedure, staples were complete on only one side of the cut line. The procedure was completed with another device of the same product code. There was no patient consequence.